Event description:
It was reported the customer is replacing (3) 8100 bezels. (Lvp)

Manufacturer narrative:
Disregard file (file was reassessed and after further review, it was updated to non-reportable malfunction).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the customer is replacing three 8100 bezel assemblies.